Event description:
This is the same event and the same pt reported under inamed file #2027821). This is the first MDR submitted for the first suspect product. Pt developed hypersensitivity at injection sites approximately 2 months after collagen injection. Physician has treated symptoms with oral prednisone, oral keflex, oral valtrex prophylactically, and im dopo-medrol.